Event description:
It was reported that the patient experienced intermittent loss of capture while an external pulse generator was being used during a procedure. The nurse present noticed that the pace and sense lights on the external pulse generator were no longer flashing, nor was the battery light, despite the battery being relatively new. The lights on the external pulse generator then started blinking again, and appeared to be functioning normally, at which time the loss of capture occurred; both ventricular leads were in place at the time. The physician requested the device representative present at the time to provide support via pacing with the analyzer. The external pulse generator remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.